Manufacturer narrative:
Batch review performed on 01 july 2024. Lot 123312: (B)(4) items manufactured and released on 19-oct-2012. Expiration date: 2017-09-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 10 years 6 months after the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem and head with a competitor stem and head and revised the medacta liner with a medacta liner. The surgery was completed successfully.